Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and an absorbable adhesion barrier was used. Five to six days post-op, the patient developed hives. The patient had been taking otc benadryl, but the hives were still present two weeks later. Additional information has been requested.

Manufacturer narrative:
During the c- section the uterus was lavaged with ancef. The patient's symptoms were treated with zyrtec.